Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension issues. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension issues. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform the complaint is no longer considered reportable as this lead was unable to be successfully implanted due to helix extension issues.